Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt225 18.0 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2017 because the patient complained of impaired vision/visual disturbances. Also noted was the outcome significantly interfered with activities of daily life. There was no incision enlargement, vitrectomy, or sutures used. The replacement lens was a zct225 17.0 diopter iol. Reportedly, there was no patient injury and the the patient has recovered. No additional information was provided.

Manufacturer narrative:
Product returned. Device available for evaluation: yes, returned to manufacturer on: 01/12/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.